Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a flexible reamer shaft has a piece of metal missing from the reamer end tip. The missing piece has not been recovered. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
It is unknown if there was patient involvement. Exact alert date is unknown; it is estimated to be around (B)(6) 2015. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Without a lot number the device history records review could not be completed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.